Event description:
It was reported to fresenius that a blood leak was identified during the patient¿s hemodialysis (hd) treatment on the multifiltratepro machine. The reported issue was identified at an unknown point of treatment during a nursing visit when blood was visually observed within the effluent bag. The equipment was analyzed and the alarm history was reviewed to confirm that no machine alarms were received. The blood within the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) is unknown. Therapy pressures were confirmed to be within expected limits. The circuit remained pervious with no indication of clotting. The patient¿s hemoglobin was taken. The patient had a hemoglobin of 6.9 g/dl and received a red blood cell concentrate. It was reported that a complaint sample and machine files are available to the manufacturer for review. No further information is available despite several follow-up attempts.

Manufacturer narrative:
Additional information: a2 (date of birth), a4 (estimated dry weight) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Clinical review: a temporal relationship exists between dialysis therapy utilizing the multifiltrate pro machine and the report of observable blood in effluent with blood loss (amount unknown) requiring a red blood cell transfusion. The reported event occurred outside of the united states and currently there is little information available. Therefore, the cause of the bloody effluent during dialysis cannot be determined. It was recorded that the multifiltrate pro machine had no alarms but that dialysis pressures were within normal limits. It is unknown whether the multifiltrate pro machine is still in use or not at the user facility. Based on the information available, the multifiltrate pro machine cannot be excluded from potential cause/contributory factor in the reported event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak was identified during the patient¿s hemodialysis (hd) treatment on the multifiltratepro machine. The reported issue was identified at an unknown point of treatment during a nursing visit when blood was visually observed within the effluent bag. The equipment was analyzed and the alarm history was reviewed to confirm that no machine alarms were received. The blood within the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) is unknown. Therapy pressures were confirmed to be within expected limits. The circuit remained pervious with no indication of clotting. The patient¿s hemoglobin was taken. The patient had a hemoglobin of 6.9 g/dl and received a red blood cell concentrate. It was reported that a complaint sample and machine files are available to the manufacturer for review. No further information is available despite several follow-up attempts.

Manufacturer narrative:
Correction: b5 (event description: time of blood leak verification and treatment disconnection).

Event description:
It was reported to fresenius that a blood leak was identified during the patient¿s hemodialysis (hd) treatment on the multifiltratepro machine. It was verified at 8:15 that the effluent contained blood and treatment was disconnected at 14:30. The equipment was analyzed and the alarm history was reviewed to confirm that no machine alarms were received. The blood within the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) is unknown. Therapy pressures were confirmed to be within expected limits. The circuit remained pervious with no indication of clotting. The patient¿s hemoglobin was taken. The patient had a hemoglobin of 6.9 g/dl and received a red blood cell concentrate. It was reported that a complaint sample and machine files are available to the manufacturer for review. No further information is available despite several follow-up attempts.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood leak detector was returned to the manufacturer for physical evaluation. A loss of intensity of the green led was detected. The green value measurement channel measured at 2081, just above the lower limit of 2000 (with a desired measurement of approximately 3000). The manufacturer concluded that the blood leak detector would not have passed the next calibration. The blood leak detector was recalibrated and began to function as expected. The alarm threshold was also reliably detected. The reported issue was confirmed. It is noted by the manufacturer that a loss of intensity from the green led may have influenced the calibration of the blood leak detector, resulting in a visible blood leak that would not have triggered the machine to alarm. The manufacturer stated this issue is within the scope of product improvement and the red/green led will be replaced with a better type due to accelerated aging of the original part.

Event description:
It was reported to fresenius that a blood leak was identified during the patient¿s hemodialysis (hd) treatment on the multifiltratepro machine. The reported issue was identified at an unknown point of treatment during a nursing visit when blood was visually observed within the effluent bag. The equipment was analyzed and the alarm history was reviewed to confirm that no machine alarms were received. The blood within the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) is unknown. Therapy pressures were confirmed to be within expected limits. The circuit remained pervious with no indication of clotting. The patient¿s hemoglobin was taken. The patient had a hemoglobin of 6.9 g/dl and received a red blood cell concentrate. It was reported that a complaint sample and machine files are available to the manufacturer for review. No further information is available despite several follow-up attempts.